Event description:
A customer reported experiencing a cartridge alarm during the pump's load process, with previous cartridge alarms observed with consecutive cartridges. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The technical support team resolved the issue by sending a replacement pump to the customer, advising that the new pump would have updated software and instructing the customer on storage and return procedures for the faulty pump.